Event description:
The lay user/reporter called lifescan (lfs). In 2007 alleging the one touch ultra2 meter was displaying the battery indicator symbol. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the meter issue began approximately two weeks before (five days prior to original date). At times the patient was unable to test; however, she was able to use her back-up meter. At one point, she tested on her back-up meter and her blood glucose level was 25 mmol/l. Because the patient was unable to test, she took her nova rapid insulin using the lower end of the sliding scale, which is based on carbohydrates and meter readings. When asked why she did not just test on her back-up meter, she stated that she used the batteries from the back-up meter to test on the reported meter. The same day, at approximately 7 or 8 p.m., the patient went to the hospital with symptoms of headache, stomachache, tired and vomiting. Prior to going to the hospital, the patient obtained a blood glucose result of 19.4 mmol/l. At the hospital, the patient was treated with an insulin drip and was discharged 72 hours later. Her medication regimen is as follows: novomix 30, 28 units twice a day, novorapid 4 times/day. After the hospital visit, the patient takes levemir at night, instead of the novomix 30. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complainant is reported, as the issue was not resolved and the patient stated that she withheld insulin because she was unable to test. She further claimed she was later treated for hyperglycemia by medical professionals.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution, but has not yet received it. If either the meter or strips are returned. Lifescan will evaluate it and, if either the meter or strips do not pass inspection, lifescan will inform in the supplemental report.